Event description:
It was reported that during a craniotomy, the drill heated up. Backup equipment was used to complete the procedure, causing a 3 minute delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor was worn and not rotating freely, indicating excessive friction between mating components. Excessive friction can lead to heat being generated when the device is operated. The rotor assembly and an associated bearing was replaced, and the drill was returned to the user facility.